Event description:
The customer reported to olympus that the camera head had poor image. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, water-tightness failure was found to have occurred from under the serial plate. Therefore, it was determined that water flooding into the inside of the device occurred temporarily as well as communication failure resulting to temporary poor image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.